Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the peritonitis event. Although no information was provided related to culture results or the determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient contacted fresenius technical support for assistance when they could not drain during drain 3 of 6 of treatment on the liberty select cycler. The patient stated every night after draining 2100 ml the drain rate slows down and they will not drain out completely. The patient reported going to the emergency room (ER) for drain pain and attempted to drain on another cycler with the same result. Upon follow-up, the patient reported being diagnosed with peritonitis around the same time that the drain issues started. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. A simulated treatment post-ast 2 hour 15 min 8500 ml test was performed and passed. No fluid leaks in the test cassette during the treatment test. During the simulated treatment, a dc (drain complication encountered) warning occurred, as expected, when intentionally restricting the patient line during a drain phase (drain 1). System air leak, valve actuation, and patient sensor checks were performed and passed. The internal inspection of the cycler showed no visual discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
The peritoneal dialysis (pd) patient contacted fresenius technical support for assistance when they could not drain during drain 3 of 6 of treatment on the liberty select cycler. The patient stated every night after draining 2100 ml the drain rate slows down and they will not drain out completely. The patient reported going to the emergency room (ER) for drain pain and attempted to drain on another cycler with the same result. Upon follow-up, the patient reported being diagnosed with peritonitis around the same time that the drain issues started. Attempts to obtain additional information were unsuccessful.